Event description:
Pci was being performed on a 75% de novo lesion in the mid lad with slight vessel tortuousity. When the device was removed from the package, the physician confirmed the edge of the stent to be flared. The specific section of the stent that was flared was unknown. The physician discontinued the use of the cypher stent, and the unit was replaced with another cypher of the same size. The procedure was successfully finished. There was no patient injury reported. The product was not clinically used and will be returned for analysis. Please note that this device is not distributed in the united states. However, it belongs to the same class of drug-eluting stents distributed in the us. The device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.